Manufacturer narrative:
The registered nurse (rn) indicated there was a third-party device used for the visual light alarms at the central desk. The rn reported the alarms were sounding in the rooms and showing at the central display. However, the rn never addressed the sound issue at the central station. Based on the information provided in the case and provided by the philips remote service engineer (rse), the cause of the reported problem was not confirmed. The rse tried reaching out to the customer; however, he was not able to reach anyone after multiple attempts. No further investigation or action is warranted at this time. H3 other text : customer could not be reached.

Event description:
Philips received a complaint on the patient information center indicating they could not get the sound to work at central station. The device was in use on patient at time of event, there was no adverse event reported.